Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one similar complaints has been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: the complaint product was received and visual inspection on the complaint product was performed. As a result, the following fields have been updated: device available for evaluation; returned to manufacturer on: 10/22/2019. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was stuck at the cartridge tip and it looks broken. The reported issue of stuck in cartridge was verified, however, due to the conditions in which the sample returned it is not possible to determine that the reported issues are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that when inserting the pcb00 intraocular lens (iol) into the eye, the doctor had resistance. The procedure was completed using another iol of the same model and there was no intervention required. The patient was doing great post-operatively. Requests were made for additional information but no response was received. No additional information was provided.